Manufacturer narrative:
Batch review performed on 25-08-2025: lot 2009049: (B)(4) items manufactured and released on 02-12-2020 expiration date: 2025-11-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: a revision surgery was performed approximately four years after the primary tha due to stem loosening. The available radiographic image clearly demonstrates signs of loosening, with radiolucent lines visible around the entire stem. Conclusion: aseptic loosening is a well-documented complication in the literature, frequently associated with multifactorial or unclear etiology. In this case as well, the precise cause of failure cannot be definitively determined based on the information available. However, we do not have elements to suspect a defective or malfunctioning device.

Event description:
At about 3 years and 11 months from primary the patient underwent revision due to a loose stem. Surgeon revised the stem to a x-acta stem and surgery was completed successfully.